Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for device change out due to normal eri. Prior to the surgical procedure, diagnostic imaging revealed externalized conductors on the rv lead. The electrical characteristics of the lead were within normal ranges. The lead was attached to the replacement device. There were no patient complications during the procedure; the patient was fine in the recovery room. Physician will continue to monitor patient in clinic and with merlin home monitor.